Manufacturer narrative:
A review of the device history record, complaint history, specifications, manufacturing instructions, and quality control data was conducted during the investigation. A review of production and quality documentation revealed no specific issues that may have contributed to this incident. A review of the device history record revealed two non-conformances; however none of these were related to this failure. A review of the complaint history revealed two other complaints associated with this lot number. Visual inspection and functional testing of the returned device were performed. The unidex handle (udh) actuated the basket formation to the open position, but did not close completely. The sheath covering on the basket wires was loose. The pin vise knob was noted to be secure and tight. Based on the information provided and evaluation of the returned device, a root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the ngage nitinol stone extractor basket would not close during the flexible ureteroscopic lithotripsy (ursl) procedure with laser. It was reported that the physician inserted the device into the flexible ureterscope. The physician opened the basket and tried to grasp the stone. User was unable to close the basket. The physician replaced the device to complete the procedure. There were no reported adverse patient consequences. The product was returned for investigation.